Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when transitioning from analyzer mode to device mode, the programmer screen was stuck in a "cycling mode," before displaying a magnified portion of the device screen. The power was cycled three times, but the issue was not resolved. It was further reported that the programmer has exhibited intermittent device interrogation issues. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the programmer locked-up during application launch, and hard drive health was less than 100 percent. Hard drive was replaced and re-imaged. Interrogation issues were confirmed. The link electronic module (lem) was replaced and calibrated. Power cord door was broken off, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.